Manufacturer narrative:
Concomitant medical products: product ID: 978b133, lot#: unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the lead was causing "bad nerve pain" that started on implant date of lead. Pt reports implant was removed on (B)(6) 2022. No further action was taken by patient services. No device issues were reported.